Manufacturer narrative:
(B)(4). Batch # p55m8m. Event date: month and day unknown. Only year (2017) is known. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). Additional information was requested and the following was obtained: can you please clarify, when the endocutter "wouldn't open after firing and the doctor managed to manipulate the device to remove it from tissue", if the device jaws were able to be opened? Or was the device removed from tissue, however, the device jaws remained closed? The surgeon was able to open the jaws after manipulation of the firings trigger, closing trigger, and release button.

Event description:
It was reported that during a laparoscopic appendectomy, after firing the device with a white reload, the doctor tried a blue reload and the device wouldn't open after firing the blue reload. The doctor managed to manipulate the device to remove the device from tissue. A second like device with a second like reload was used to complete the procedure. There were no patient consequences reported.